Event description:
The facility representative reported a colleague infusion pump with a damaged battery. It is unknown when this condition occurred. The facility representative stated that there were no reports of patient injury or medical intervention. Baxter's review of the device event history determined the reported condition as a battery depleted set alarm; which interrupted delivery. The user interface module master software version is 5.06.00, which is classified as unremediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a depleted battery alarm set. The root cause was determined to be depleted main batteries. The battery and harness were replaced to resolve this issue. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4). The field corrective action number has been provided.